Event description:
It was reported that during follow-up, the atrial lead exhibited loss of sensing and loss of capture. An x-ray revealed the lead dislodged. The lead was explanted and replaced. Following the procedure, the patient was in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.